Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, repeated non-recoverable error 23105 occurred. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). Prior to the phone call, the customer had power cycled the system, but the issue was not resolved. The isi tse confirmed repeated non-recoverable error 23105 in the logs pointing to the distal set up joint (suj) 1. The isi tse had the customer perform a hard power cycle and emergency power off (epo), but the issue persisted. The isi tse explained that the system could work without universal surgical manipulator 1 (usm). However, the surgeon needed all four usms; therefore, the surgeon elected to use another patient-side cart (psc) to continue with the procedure. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering the system. The system initially powered on without error.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced distal set up joint (suj). The system was tested and verified as ready for use. Isi receive a da vinci product involved with this complaint to perform failure analysis. The suj was analyzed and found to have an error 23105 on the suj. The error was confirmed in remotefe and was replicated on the pftp. During testing, the unit failed the wrist brake encoder test, but passed all other pftp tests. The complaint was confirmed based on the field evaluation/failure analysis.